Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received an appropriate treatment which did not convert the arrhythmia to a slower rhythm, two inappropriate treatments, and six non-lifevest defibrillations. The device was started up at 22:41:29 on (B)(6) 2023. At 09:10:54, an arrhythmia was detected. ECG shows vf with varying amplitudes. The device properly detected vf. Varying amplitudes prevented lifevest from treating the patient. At 09:34:14, the patient received the first non-lifevest defibrillation. Rhythm at time of treatment was vf with CPR/electrode lead fall off. Post shock rhythm was asystole with CPR/electrode lead fall off. At 09:37:01, an arrhythmia was detected. ECG was obscured due to CPR/electrode lead fall off. At 09:37:01, the patient received the first inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/electrode lead fall off contributed to the false detection. The rhythm at the time of treatment was obscured due to CPR/electrode fall off. The post shock rhythm was obscured due to CPR/electrode lead fall off. At 09:42:33, an arrhythmia was detected. ECG shows asystole with CPR/electrode lead fall off. At 09:43:39, the patient received the second inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/electrode lead fall off contributed to the false detection. The rhythm at the time of treatment was obscured due to CPR/electrode fall off. The post shock rhythm was asystole with CPR/electrode lead fall off. At 09:58:41, an arrhythmia was detected. ECG shows vt @ 160 bpm degrading to vf with CPR/electrode lead fall off. At 09:59:58, the patient received the appropriate treatment. The rhythm at the time of treatment was vf with CPR/electrode lead fall off. The post shock rhythm was vf with CPR/electrode lead fall off. At 10:00:12, the patient received the second non-lifevest defibrillation. Rhythm at time of treatment was vf with CPR/electrode lead fall off. Post shock rhythm was asystole transitioning to vf with CPR/electrode lead fall off. At 10:01:59, the patient received the third non-lifevest defibrillation. Rhythm at time of treatment was vt @ 180 bpm. Post shock rhythm was asystole for 15 seconds transitioning to asystole with intermittent cardiac activity. At 10:04:18, the patient received the fourth non-lifevest defibrillation. Rhythm at time of treatment was vt @ 200 bpm with CPR/electrode lead fall off. Post shock rhythm asystole with CPR/ electrode lead fall off. At 10:12:30, the patient received the fifth non-lifevest defibrillation. Rhythm at time of treatment was vf with CPR/electrode lead fall off. Post shock rhythm was asystole with CPR/electrode lead fall off. At 10:17:39, the patient received the sixth non-lifevest defibrillation. Rhythm at time of treatment was vf with CPR/electrode lead fall off. Post shock rhythm was asystole CPR/electrode lead fall off. The electrode belt was disconnected at 10:31:37 on (B)(6) 2023.

Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.